Event description:
When gomco style disposable circumcision device was loosened the ring of tissue slid out and had not been adequately crushed to obtain hemostasis. Surgicel x3 applied. When bleeding continued wound edge required sutures.